Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was placed and a 3-unit bolus was given.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Initially, fluid failed to pass through the fluid path upon rotation of the ratchet gear. Found crystalized insulin in the distal tip of the soft cannula. The soft cannula was cleared of the crystalized insulin and fluid passed through the fluid path with no issue. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation. The fill septum was inspected, and no large puncture marks were found. No leaks were found in the fluid path.